Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 4 false positive results were obtained by the laboratory personnel. A gram stain test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
Investigation summary: a false positive was reported on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that false positives were occurred in drawer b. A bd field service engineer (fse) was dispatched and noted that b4 rack was the only rack that had any offline or voltage issues. The customer also said there were some false positives in drawer a. The fse inspected rack connections on both drawers and included all racks shorting pins, seated all connections properly, verified that voltages were within range, released rack 4 in drawer b due to flagging low voltage on row board. The instrument was operated as expected. Review of the device history record not necessary due to the age of the instrument. Service history record review revealed no previous complaints for this failure. Bd quality did not receive any returned instrument or parts for investigation. This complaint is a confirmed failure of a bd product. The root cause is defective heater plate. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 4 false positive results were obtained by the laboratory personnel. A gram stain test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.